Event description:
It was reported the device out of the box gave a false over temperature alarm. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section of operator of device is unknown, no information has been provided to date. Device evaluation: no product was returned for investigation. Device evaluation, including root cause analysis, is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: review of job folder indicated that the reported sn# (B)(6) passed all functional tests, the overtemp alarm pot (potentiometer) was set to specification per included calibration form. Out of this job of 25 there was no identified failures or rework. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a faulty micro switch. Functional testing found for an unknown reason the over temp alarm was out of calibration. The device was recalibrated which includes reseting the over temp alarm. The root cause of the reported issue is unknown - overtemp pot setting out of range. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).